Event description:
Patient (B)(6) sat on bedside commode. The seat and the container collapsed onto the floor with patient ending up wedged in the frame. The weight limit of the bedside commode was 250 lbs.hospital maintenance staff put together the bedside commode, as it is not shipped as a whole unit. Unsure if this caused the error or if the equipment was at fault.